Manufacturer narrative:
(B)(4).

Event description:
During a cardiac lead extraction procedure to remove a non-functioning lead from the right ventricle, there was difficulty passing the spectranetics sls device over the proximal and distal coils of the lead. Once lasing was done at the distal coil, a drop in the patient's blood pressure was noted. The patient was transferred to the operating room from the cath lab with CPR in progress, to undergo repair of a 5 - 6 cm laceration at the brachiocephalic trunk/svc. The injury was repaired with a ptfe graft and the patient tolerated the procedure and was transferred to the ICU post-operatively.